Manufacturer narrative:
(B)(4)

Event description:
It was reported that some blood flew back from the hemostasis valve during use. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that some blood flew back from the hemostasis valve during use. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi sheath for analysis. Signs of use were observed. After failing functional testing, the hemostasis body was cross sectioned to analyze the internal seal. A tear that extended from one end of the intended slit to the rounded edge was observed on the valve. This resulted in a slit that was neither centered nor straight. In addition, there was a tear on the edge of the valve component. The hemostasis valve and psi device were leak tested according to amrq-000037 rev.09. Low pressure leak resistance test (amrq-000037 section 6.1.2): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21 kpa for 30 seconds. Leaking was observed coming from the hemostasis valve which is not the intended outcome. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab testing. Manufacturing was contacted as a part of this complaint investigation and they confirmed that the damage is consistent with a manufacturing defect. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The customer report of a sheath valve leak was confirmed through investigation of the returned sample. Functional inspection revealed that the sheath valve was leaking. After failing functional testing, visual analysis revealed that the slit in the seal was not centered nor straight, and a tear was on the edge of the valve component. Manufacturing was contacted as a part of this complaint investigation, and they confirmed that the appearance of the defect is consistent with a manufacturing process issue. Based on the customer report, sample received, and feedback from manufacturing, manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.